Event description:
Product broke at the tubing-trocar interface.manufacturer response for highflow insufflation tubing, (brand not provided) (per site reporter).took description of problem, issued a rga#. Sending call tag. Will advise of qa results. Replacement product will be sent.